Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number: mn2201481 manta 14f indicated during lot release of manta lot: (mn2201481) a single device exhibited a high collagen deployment force of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following a aaa, while removing the aaa sheath, and advancing the manta sheath, the patient's blood pressure dropped to 50/30. The patient was transfused two units of packed blood cells. During deployment, while advancing the 14f manta device, the physician pulled the device back past the measured depth. The physician realized what he had done, removed the undeployed device and sheath off the guidewire, and applied manual pressure. A contralateral fluoroscopy indicated extravasation proximal to the access and a kink/loop in the guidewire. An attempt was made to advance a catheter to straighten the wire, although unsuccessful. The guidewire was pulled, and contralateral access was obtained. A covered stent was then deployed to address the extravasation and achieve hemostasis. Patient outcome post-procedure was stable. The device was not returned for investigation. There is believed to be no device failure. The root cause of the extended time to hemostasis requiring a covered stent is likely due to arterial damage that occurred during the initial procedure and is not related to manta. The advancement of the damaged wire potentially could have scrapped against the intima causing a dissection. A dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal that clinically presents as extravasation. Risk documentation was reviewed, and extended hemostasis requiring a covered stent is a known risk. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. As a precaution, in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements as stated in the IFU indicate: that if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Step 4: position device: note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device.

Event description:
It was reported that: post aaa procedure, physician removed the aaa sheath. Upon the advancement of the manta sheath, the patient's pressure dropped to 50/30. The manta device was advanced. The physician pulled back past the measured depth and then removed the manta device undeployed. Manual pressure was held. Fluoro showed a kink/ loop in the wire. Physician attempted to advance a catheter to straighten the wire which was unsuccessful. The wire was pulled and access was gained on the contralateral side. Contrast injection showed extravasation proximal to the access site. A covered stent was deployed over the site of extravasation. Patient was stable at the end of the procedure. Additional information: the patient received 2 units of blood.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: post aaa procedure, physician removed the aaa sheath. Upon the advancement of the manta sheath, the patient's pressure dropped to 50/30. The manta device was advanced. The physician pulled back past the measured depth and then removed the manta device undeployed. Manual pressure was held. Fluoro showed a kink/ loop in the wire. Physician attempted to advance a catheter to straighten the wire which was unsuccessful. The wire was pulled and access was gained on the contralateral side. Contrast injection showed extravasation proximal to the access site. A covered stent was deployed over the site of extravasation. Patient was stable at the end of the procedure. Additional information: the patient received 2 units of blood.